Manufacturer narrative:
The impella device has not been received from the customer. Therefore, investigation of the device is not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
The user facility reported that the patient on impella 5.5 support had occasional ventricular tachycardia (vt). The impella was repositioned in an attempt to help with the vt and the patient remained on support.